Event description:
In 2009, the patient reported receiving an e4 (occlusion) error on her infusion device a day prior, and she changed the infusion set. At the time of the report, the patient was experiencing another e4 error and she was instructed to disconnect from her infusion site and to prime and e4 was displayed. She was instructed to remove the infusion tubing from the infusion device and she primed without error. She was advised to change the infusion site, tubing, and adapter which had never been changed. She reported experiencing elevated blood glucose of over 600 mg/dl due to e4 errors. Her normal blood glucose level is 100-150 mg/dl. She bolused through the infusion device to lower blood glucose readings. She stated that she has been using her insulin cartridge for a week and a half and the insulin appears to be cloudy. She was advised that the insulin may be compromised. Upon follow up at about 4 days later, the patient stated her blood glucose had returned to normal and she had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation